Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the poc instrument. Results as follows:" date: (B)(6) 2011; inratio: 1.7; poc instrument: 2.0.